Event description:
A report was received that the patient had difficulty charging the ipg. The physician determined that the ipg was moving too much around the pocket site. The patient underwent a revision wherein the battery was relocated. The patient was doing well post-operatively.